Event description:
It was reported that post a stenting treatment procedure, stent thrombosis occurred. Access was gained via the right femoral artery. The patient was given integrilin prior to the procedure and heparin and verapamil during the procedure. The physician placed a 6f non-bsc guide catheter. The 95% stenosed and 24mm long de novo target lesion was located in a saphenous vein graft (svg) to the left circumflex (lcx) artery with a reference vessel diameter of 5mm. The target lesion was treated with direct stent placement of a 5.0x24mm veriflex stent, which was considered well apposed. The patient was discharged later that day on plavix. On the same day as the index procedure, the patient returned and it was discovered that the svg to the lcx was blocked with thrombosis. The physician used a non-bsc aspiration catheter and placed three additional overlapping unknown sized veriflex stents in the svg. No other patient complications were reported and the patient's condition is ok.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).